Event description:
It was reported that during a ptca procedure, the guide wire met resistance when advancing through the dilatation catheter. During the investigation of the product, it was found that the catheter tip had separated at the distal seal and was not returned. There was no pt injury reported.